Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted including: (B)(4) quantity=1, (B)(4)quantity=1, (B)(4) quantity=1 although it is unknown which product caused the event, we are filling this MDR for notification purpose.

Event description:
It was reported that patient underwent olif at levels l1-l5 to treat degenerative scoliosis. Post-op, the patient developed ileus. Posterior fixation was scheduled on (B)(6) 2015, but it might get postponed from the results of the diagnosis of the internal department. Surgeon commented that ileus can occur post-op so it was indeterminable whether olif procedure contributed to the event. He also stated that he did not recall anything during the surgery that could have caused ileus. All the cages were implanted inside the patient and still remains implanted. It was reported that posterior spinal fusion was conducted as scheduled on (B)(6) 2015 (the surgeon told that he couldn't start treating ileus if spinal fusion wasn't conducted). The patient has no problem post-op.